Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department with expressive aphasia, a facial right droop and right hemiparesis. The patient was given ffp (fresh frozen plasma) and vitamin k as the patient's inr (international normalized ratio) was 2.7. The patient had aspirin, dipyridamole and warfarin discontinued on admission. The patient was given mannitol for the brain swelling. A CT (computerized tomography) scan confirmed a left parietal intracerebral hemorrhage. The patient had a craniotomy on (B)(6) 2020 for an intracerebral hemorrhage. A CT scan from (B)(6) 2020 showed a small volume of residual blood products in the left parietal lobe. The patient was successfully weaned off of a ventilator on (B)(6) 2020. The plan of care was to continue physical therapy, occupational therapy and speech therapy. The patient was treated with ongoing tube feedings. The blood pressure of the patient was continued to be monitored to keep doppler less than 100 and a referral to a rehab hospital was initiated.